Event description:
It was reported that the rigid arthroscope's light guide connector was damaged. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6) hospital (user facility captured here due to character limitation in section). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The event was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5, g2 (company representative and distributor should be unmarked) and h6 (replace health effect impact code 2199 with 2645). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint reportable malfunction light guide connector was damaged was confirmed. Based on the results of the investigation, it is likely the light guide connector damaged due to improper handling and application of excessive force, impact to the device like fall, shock or similar stress. Olympus will continue to monitor field performance for this device.